Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Sensor voltage was measured and failed. The transmitter was tested on a transmitter tester and was unable to connect resulting in failure. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the receiver and transmitter. Dexcom representative advised patient to reset the device which was unsuccessful for the reported issue. Patient was then advised to remove the sensor and set up alternate transmitter, which the patient later confirmed was working. No additional patient or event information is available. The complaint device has been received for evaluation. A follow up report will be submitted once the evaluation is completed.